Event description:
It was reported that the dexcom g7 continuous glucose monitor did not pair with the ilet system, resulting in intermittent communication failure and repeated attempts to switch and restart the sensor until a new sensor was successfully paired and placed in warmup; no alerts were displayed on the ilet device during the event, and the issue involved the device¿s communication pathway including the antenna component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed an interoperability problem characterized by intermittent communication failure associated with the electrical/magnetic communication pathway and antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.